Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead fracture. This lead was never in service and a new lead was placed with the different model. No adverse patient effects were reported.